Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during intra-operative use, the console device detected sponges with no sponge present, which prohibited use. The surgical staff swapped out the device for another. There was no injury reported. The scanner that was in use when this event occurred was a verisphere with serial (B)(4) and ref 01-0035. The biomed used a functional unit to troubleshoot with and isolate the incident to the console. To isolate the problem, the biomed swapped scanners from the functioning unit and the fault did not "follow" the scanner. Also, the fault would only occur when the patient scan was selected. The room scan worked without any issue. The wand is not available for return.

Manufacturer narrative:
Evaluation summary: the rf assure console was received, and an evaluation of the sample confirmed the reported issue of a false positive detection. The investigation isolated the failure to ferrite on the accessory port assembly. The ferrite was removed to address the condition of the device. Corrective actions have been implemented to prevent this issue through improvements to the design. If information is provided in the future, a supplemental report will be issued.